Event description:
It was reported to baxter (B) (4) that a baxter infusor had overinfused during patient use. It is unknown what the actual flow rate and what the expected flow rate was. The infusor was filled with 230ml sodium chloride 0.9% and 5-fluorouracil. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample and all results were within specifications. (B) (4)